Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header and connector found no contamination or foreign material. The screws were inserted and removed multiple times without any issue. Electrical and mechanical analysis performed were normal. Longevity assessment showed device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the hex wrench wouldn't seat on the pulse generator's set screw and couldn't be tightened. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.